Event description:
It was reported that during a device change procedure, insulation breach was seen on both leads. On 11 oct 2022, the leads were capped. There were no patient consequences. Related manufacturer reference number: 2017865-2022-43612.

Manufacturer narrative:
The reported event of insulation breached was not confirmed. As received, only the connector portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.